Event description:
The manufacturer was contacted in reference to the simplygo device. The patient has alleged to constant cut-off + sound alarm. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed pca is defective is burned, sieve is clogged, compressor does not work in normal parameters, tubing kit needs to be replaced, check valve cover kit is broken, exhaust muffler kit is contaminated, valve with flex cable needs to be replaced, inlet filter for preventative maintenance. The device was scrapped.